Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration and quality control data for the day of the event were reported to be within expected ranges, and no instrument alarms were observed. The affected patient sample was not available for further investigation. Retesting of the patient on alternative hiv assays, including the abbott i2000 and a colloidal gold method, yielded negative results. Additionally, hiv confirmatory testing was reported as negative, though the specific method used was not disclosed. No adverse events were reported in connection with this case. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a false non-reactive result for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. The result was obtained on (B)(6) 2022, with a value of 0.2 coi (cut-off at 1.0). The patient returned for retesting on (B)(6) 2022. Testing on the abbott i2000 hiv assay yielded a negative result, as did testing with a colloidal gold method. The cd4/cd8 ratio was reported as 1.45. On (B)(6) 2022, hiv confirmatory testing was also reported as negative, though the specific method used was not disclosed.